Manufacturer narrative:
The patient¿s age and weight were not provided. (B)(4). Approximate age of device ¿ 1 year. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2017 for increased lactate dehydrogenase (ldh). Flow estimation increases and power elevations were observed during system controller history interrogation. Technical service reviewed the log file submitted which contained two transient power elevations greater. On (B)(6) 2017, it was reported that the patient was admitted and heparin and eptifibatide infusions were initiated. Ramp echocardiogram revealed flow parameters that were not flow limiting or indicative of occlusive thrombus. CT of the heart demonstrated no evidence of occlusive thrombus. On (B)(6) 2017, the patient received a pump exchange. No additional information was provided.

Manufacturer narrative:
Evaluation of the left ventricular assist system (lvas) confirmed the presence of thrombus inside the pump. The device was returned assembled. The driveline was severed approximately 2 inches from the pump housing. The severed portion of the driveline was not returned. The sealed inflow conduit was not returned. The sealed outflow graft, bend relief, and bend relief collar were not returned. The outlet elbow was returned. The outlet stator revealed a red, soft deposition. There was no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor to indicate that it was present in the pump while it was operating. The deposition was of moderate size and would have impeded flow if it was present during pump operation. Although the origin or cause for the depositions and a time frame for which they were present in the pump could not be determined, it would have potentially contributed to the report of elevated lactate dehydrogenase (ldh). Additionally, the depositions would have created additional resistance on the spinning rotor, potentially contributing to the reported power elevations. No other depositions were identified. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.